Event description:
The home care provider (hcp) reported that after the driver disconnected the source tank from the c41, the c41 quick connect froze open resulting in a liquid oxygen leak. No injury occurred.